Event description:
It was reported that the trial was not working on the day of the report. Patient stated that the day prior to the report things were going fine. Patient could not feel stimulation. Patient programmer was showing that stimulation was on and the patient could raise and lower stimulation but was still unable to feel ¿anything.¿ the patient¿s health care provider (hcp) confirmed that the cause of the event was probably the trial lead got caught on a wheel chair. The leads had dislodged/migrated. The two leads were removed after the trial. The trial was a success and the patient will have the permanent devices implanted. Patient outcome was noted as no injury.

Manufacturer narrative:
Product ID: 37743, serial# unknown, product type: programmer. Patient product ID: neu _unknown_lead, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Corrected date: the aware date for the initial regulatory report should have been 08/05/2013.